Event description:
I received a new CPAP machine from philips. My old one was recalled. The new device is doing the same thing as the 1st. I sent a picture of my day old filter that turned black. I also get waken by a tickle in my nose all night which may be particles from the machine. I do not want to get cancer from the device that's made to save my life from sleep apnea. It is urgent that this issue be looked into. Sincerely, (B)(6). Reference report: mw5145122.